Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient¿s blood glucose reached 387mg/dl while wearing the pod on his abdomen for between 4 and 24 hours. He experienced vomiting and had large ketones. The patient was taken to the hospital where he was diagnosed with high blood glucose. Treatment included being given fluids and an IV drip. The patient¿s basal rate had been adjusted 1-2 weeks prior to this occurrence. The mother did not keep the pod. The patient's blood glucose history is as follows: (B)(6).